Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by (B)(4) 2011.

Event description:
Customer reported that system operation stops in the middle of a case.